Manufacturer narrative:
The returned driver tip was examined visually under magnification. This identified a brittle fracture pattern with very little smearing of the fracture surface. The broken tip is a primarily flat surface with a singularly raised side. This fracture pattern is associated with driver failure in bending. The driver is not designed to withstand significant side loads and should only be loaded in torsion. Additional mdrs associated with this event: 3025141-2019-00257: screw 1, 3025141-2019-00258: screw 2, 3025141-2019-00259: screw 3, 3025141-2019-00260: screw 4, 3025141-2019-00261: screw 5, 3025141-2019-00262: screw 6.

Event description:
While implanting an aculoc 2 plate in the patient, the surgeon used a driver to insert locking screws. The driver tip broke off in the screw and was left implanted.